Event description:
It was reported that, one day after implant, the right ventricular (rv) lead threshold had increased to high values. Impedance measured at unstable and high impedance values. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).